Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va024gr, product type: lead. (B)(4) pertain to the lead (va024gr). (B)(4) pertains to the lead (va024gr).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient¿s implantable neurostimulator (ins) replacement had been rescheduled for the third time. The patient reported that the battery needed to be replaced because their back felt like it had migrated or that the implanting healthcare professional had (hcp) put it in the wrong spot. The patient noted that there was something going on with the part that went into the spine because it was affecting their entire leg. The patient stated that they had been busy so they had been putting off having it fixed but now it had gotten to the point where it bent their foot in half when they did different things and it was quite painful. The patient stated that they had tried many different programs but that did not help and noted that if they turned stimulation off they would pee everywhere. The patient reported that a manufacturer representative (rep) had told them to get an x-ray to determine what the issue was. The patient noted that they were going to have it moved from the left side to the right side and placed in the correct spot. Additional information was received from a rep on 2017-jun-26. The rep reported that they were made aware of the patient getting stimulation in their foot on wednesday. No further complications were reported or were expected